Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was hospitalized due to a high event. The patient was unable to get continuous glucose monitoring (cgm) readings because the wrong transmitter ID was entered into the receiver. The hospital performed blood sugar and electrolyte tests and the patient was given an IV. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.